Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed a severe reaction at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported include irritation and an area that was "red and angry". Patient sought medical attention and was provided a steroid cream. This pod was discarded.